Event description:
User experienced discrepant sodium results for over 200 samples. One patient example was provided. Initial result 135 mmol/l, repeat 90 mmol/l. Erroneous results were not reported. The field service representative determined a problem with the calibrator to be the cause. On a follow-up visit, a field service representative replaced the reference electrode and pinch valve tubing and also increased the tension on the electrode block. Performance tests were performed.